Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is in complete.

Event description:
The customer got a statement saying (intercept too low) while running one patient sample on the axsym digoxin iii assay. The customer did not mention error codes. There was no impact to the patient's management reported.